Event description:
It was reported that the locking mechanism on the carescape b650 monitor that holds the pt data module (pdm) in place was not secure, resulting in the unit falling from its side cradle mount. There was no death or serious injury associated with this event, nor was medical intervention required. The hospital reported that nurses were able to catch the pdm before it hit the floor. The hospital has reportedly taped the pdm release latch in place at this point to prevent any further accidental releases of the pdm. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under (B)(4) law, pt info is considered confidential and will not be released by the hosp.